Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned/non-emergency procedure. The procedure was completed with delay of about ten minutes as user had to turn the system off for ten minutes then to error goes away. It was reported to philips that system unable to produce x-rays. Review of the logfile shows ip address not found. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found tube defect error along with an ip address missing error from the generator. The fse confirms issue caused due to connection issues with certray gen on startup. To resolve the issue the fse replaced, xsc certeray, mains interface unit (miu) certeray and necessary adjustments were carried out. The defective part was sent for analysis, for xsc certeray no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as the issue did not affect the procedure. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.